Event description:
A trilogy 100 ventilator was returned to a third-party service center for foam remediation on the device. There was no harm or injury reported. During the evaluation of the device at a third-party service center, the device was visually inspected and found no evidence of foam degradation . However, the device failed test steps related to (positive flow calibration). A high-level repair was performed to address the issue. The sound abatement foam was replaced preventatively. Additionally, during the evaluation an error code in relation to (circuit check) was recorded in the device event log. The tubing needs to be checked. The outlet flow path, thermistor, is defective and needs to be replaced. Preventative maintenance was not required. Dust was observed on the blower box. The handle o ring was damaged and replaced. The software was upgraded. The device passed all testing. This device has been serviced, inspected, tested, met acceptance criteria in accordance with all of the applicable customer requirements as defined in the contractual agreement with plexus. The device history record has been reviewed and approved by plexus quality assurance.